Manufacturer narrative:
Initial reporter zip: (B)(6). Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes were under filling, no report of medical interventions or serious injury.